Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the device was alarming and the rate was "spontaneously increasing." Although requested no further details provided.

Manufacturer narrative:
The customer¿s experience of the rate spontaneously increasing was confirmed. The pcu event log shows pump module s/n (B)(4) was in use and infusing tpn standard (drugid 376) at a rate of 83ml/hr. At 5:31 pm, the system recorded two invalid up arrow key presses. The user then selects softkey 14 and the infusion is started. Between 5:31 pm and 5:33 pm, the system recorded 190 invalid up arrow key presses. At 5:32 pm, the door was opened and then closed 15 seconds later. At 5:33 pm, the user selects the pump module. The device then registers 35 up arrow key presses. Since the device was selected, the up arrow key increases the rate by a factor of 1 for every key press registered. At 5:33 pm, the device was channeled off. Although the rate increasing was confirmed, it should be noted that the user did not start the infusion at the increased rate. Physical inspection noted the pcu keypad was separated to expose the up arrow key dome. The dome was observed to be flattened (collapsed) compared to the other keys and was the only key observed to be collapsed. The root cause of the customer¿s experience of the rate spontaneously increasing was identified as due to a collapsed key dome for the up arrow key.